Event description:
Patient reported, a rupture. This relates to the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: yellow particles observed on the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.